Event description:
Pt was being treated for obstructive sleep apnea with a CPAP machine. The device increased pt sao2 to the low 90's when in use. Pt was found to be without heart beat or respirations while on the CPAP machine, however, he was resuscitated and transferred to the community hosp.